Event description:
The hospital complains that a pt experienced femoral neck fracture, femoral epiphysis and subsequent implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.